Event description:
From staff: during set-up for a stereotactic breast biopsy the hologic eviva breast biopsy device was creating a hissing sound. All connections were check and the sound did not resolve. There was a concern of an air leak or hole in the tubing. The device was removed, and a new one was opened. The device did not come in contact with the patient. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter). No response just reported to manufacturer by team on event. Rep is (B)(4).